Event description:
It was reported that during a routine check, an internal helium leak was found in the cardiosave intra-aortic balloon pump (iabp). The customer's biomed stated that gas coming from inside of iabp could be heard. The biomed found that the o-ring between the console and the cart was ripped and it was replaced. The leak was fixed but he wanted getinge service to checkout the iabp. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and was unable to reproduce the reported issue. The fse verified that the iabp system was free of any leaks, and then performed battery runtime test with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test, per factory specifications. The iabp was then released to the customer, and cleared for clinical service.

Event description:
It was reported that during a routine check, an internal helium leak was found in the cardiosave intra-aortic balloon pump (iabp). The customer's biomed stated that gas coming from inside of iabp could be heard. The biomed found that the o-ring between the console, and the cart was ripped and it was replaced. The leak was fixed, but he wanted getinge service to checkout the iabp. There was no patient involvement, and no adverse event reported.